Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a high blood glucose event. The customer¿s blood glucose level was over 400 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and stopped the delivery of insulin. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer reported that motor error recurs during manual prime. Customer had experienced high blood glucose of over 400 mg/dl and treated with manual injection. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm during testing noted. Motor passed the motor test. The insulin pump had a cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window, missing end cap sticker, stained address label and stained serial number label.